Event description:
Sample.

Manufacturer narrative:
Investigation summary: one mz9267 microbore extension set was received and tested by our quality team with the customer's complaint of leakage. The set was primed and infused with saline solution and a leak was immediately noticed where tubing connects to male luer. This verified the complaint. The connection was then visually inspected under high power digital microscope and an apparent shallow insertion/ lack of solvent was noticed. Further work instructions have been implemented to ensure the proper application of solvent for this fitment. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
It was reported that bd maxzero extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by a customer that the tubing leaking at the site near the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.